Event description:
It was reported that this right ventricular (rv) lead positioned in the left bundle branch (lbb) area is showing a change in pacing threshold, which may be affecting the capture of the intended left bundle tissue. Additionally, an alert for rv automatic threshold detected as greater than programmed amplitude or suspended, was observed. Boston scientific technical services (ts) recommended further evaluation in the clinic. The lead remains in service, and no adverse patient effects have been reported.